Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink in the imaging window at 98.7cm from femoral marker to the distal end, kink in the sheath at 61.4cm from femoral marker to the distal end, kink in the sheath at 07.4cm from femoral marker to the proximal end, the guidewire exit port was lifted and damaged. No indication of resistance in tracking the guidewire into the catheter was noted when a test guidewire (0.014") was inserted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left coronary artery (m-lca). During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to visualize the vessel to make sure which part has plaque prior to stenting. While advancing the imaging catheter, the tip of the device became stuck in a calcified area and subsequently, the tip was bent. The catheter was removed completely by pulling it back. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the imaging catheter became stuck with the lesion. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left coronary artery (m-lca). During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to visualize the vessel to make sure which part has plaque prior to stenting. While advancing the imaging catheter, the tip of the device became stuck in a calcified area and subsequently, the tip was bent. The catheter was removed completely by pulling it back. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.